Event description:
Report received from the USA stating that the device had a "hole in the outer part of the hose." The reporter was unaware if the device was used in a procedure. It was unknown to the reporter whether or not there were any injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.